Manufacturer narrative:
Date rec'd by MFR: 26may2019. Date of report: 03jun2019. A visual inspection of the gas delivery system (gds) revealed a crack in the part of the oxygen sensor. The data acquisition board and oxygen solenoid valve was disassembled and not returned with the gds. Testing of the gds revealed a faulty u1 component on the air flow sensor printed circuit board assembly (pcba) is what caused the air flow failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019 international UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 27mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The oxygen flow read 11.67 liters per minute (lpm) when set at 10 lpm. The fse replace the flow sensor assembly and the issue was resolved. The fse also replaced the unit's filters, battery, cooling fan and tubing kit as part of preventative maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.